Manufacturer narrative:
One device was returned for analysis. It was stated that the box was out of service. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection of the device found damaged dso seal, damaged battery compartment, and scratched lens. The customer problem was duplicated. The battery compartment was replaced to address the primary problem. The dso seal and the lens were also replaced.

Event description:
It was reported that box was out of service. The problems were found when the rental was returned during the usual restocking checks and annual preventive maintenance. Analysis found damaged dso seal and damaged battery compartment. There was unknown patient involvement.